Event description:
It was reported that during a mid left anterior descending coronary artery stenting procedure, after implantation of a xience v 3.0x28mm stent, a long dissection that went proximal and distal to the implanted stent was noted. In order to treat the dissection, three xience v stents were implanted, one of which jailed the 1st diagonal artery, resolving the event. There was no adverse sequela and one day post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.